Event description:
It was reported that the patient came to the clinic for follow-up. A drop in sensing and an increase in threshold were noted on the right ventricular (rv) lead. The patient was asymptomatic. Lead dislodgement was suspected. The lead is being monitored.